Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump warned for battery low alarm. Later in the night it then warned for battery needs to be changed, and they said it never alarmed for this with sound and they woke up and the insulin pump had no battery left. Checked the alarm history and it is noted in the history that it alarmed for change battery alert. Customer tested the sound on the insulin pump, it was working, did self test, insulin pump passed the self test and it was making sound. . No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.